Event description:
The manufacturer received information the patient is not getting enough air and there are black particles in the humidifier. The patient only cleans the tank weekly. The device's tube size is set incorrectly with the ramp on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.